Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found one pitch cable to be broken at the distal end. The other pitch cable is loose at the instrument wrist, however it was not visibly damaged. The cable crimp came out of the crimp pocket and was returned with the broken cable piece. Other cables at the wrist are not damaged. No other damge was found.

Event description:
It was reported that during a da vinci s myomectomy procedure a cable on the tenaculum forceps instrument broke and a piece fell into the patient. The piece of cable was retrieved from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.